Event description:
Contact reported that a charite patient had slight migration (1cm) of the silicone core post-op.patient is asymptomatic at this time.surgeon is taking no action at this time.as an event of this nature could result in the need for surgical intervention or MDR is being filed to document this event.